Manufacturer narrative:
Unit had stripped battery cap coin slot, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir lip ring was damaged and experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. Customer stated that the housing was cracked on the battery compartment of pump customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.